Manufacturer narrative:
Investigation results: a complaint history review could not be performed as no batch/lot number was made available for this reported event. A DHR review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample/material/lot number information.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Per reporter "2 boxes did not include sodium chloride solution in it." Patient injury: no. Before use.